Event description:
It was reported that the customer was hospitalized due to high blood glucose of 570mg/dl. Troubleshooting was performed. It was stated that the insulin pump had an error alarm during the manual prime process. Advised that the customer should discontinue use of the insulin pump and to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.